Event description:
It was reported that the user experienced multiple overnight low blood glucose readings while using the ilet and was consistently employing meal announcements to correct perceived highs and periodically pausing the system during the day; education was provided regarding proper use of the algorithm and the risks of attempting to manipulate automated dosing. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and completion of troubleshooting and education, including referral to the healthcare provider and additional training on eating and lifestyle choices with ilet. Investigation included complaint intake and user education. Investigation of this case revealed improper use behavior consistent with attempts to override algorithm function, which can contribute to fluctuating and inconsistent glucose management; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.